Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented for a scheduled generator change out. The left ventricular lead exhibited high capture thresholds . No medical intervention was performed. The patient was stable post event.